Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Retained by hospital,

Event description:
It was reported that patient's right shoulder was revised due to the glenosphere disengaging from baseplate. Surgeon suspected the glenosphere may have been malpositioned at time of implant. Additionally, patient reported had experienced a fall in the past year.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event.

Event description:
It was reported that patient's right shoulder was revised due to the glenosphere disengaging from baseplate. Surgeon suspected the glenosphere may have been malpositioned at time of implant. Additionally, patient reported had experienced a fall in the past year.